Manufacturer narrative:
Approximate age of device: 2 years, 4 months, manufacturer's investigation conclusion: the reported event of a grinding noise from the motor was not confirmed; however, the motor getting hot was confirmed. The centrimag motor was returned to the service depot in pleasanton, ca for analysis. The returned centrimag motor was evaluated and tested. The service depot was unable to confirm or duplicate the reported event of the motor making a grinding; however, the motor getting hot was able to be confirmed and duplicated. The motor was left running for 4 hours at 5000 rpm without making any kind of noise. Although the motor ran hot during testing, the motor performed as intended at 5000 rpm. Centrimag motor service process was performed per doc. #1004577. The motor performed without any issues and passed all required tests. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: currently unavailable, will be updated once the manufacturer's investigation is completed the device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported with a ventricular assist device for acute support on (B)(6) 2019. It was reported that the motor of the device made a grinding noise and ran extremely hot. As a result, the account made the decision to switch to the back up motor. No patient consequences were a result of the event. No further information was provided.